Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# l63767, product type: catheter. The device system was returned for analysis without documentation. There were no significant anomalies with the pump. The pump was at approximately 150 months duration when it was received for analysis. Upon receiving, rpa was unable to interrogate pump using the 8820 programmer. The battery was completely dead. Analysis of the catheter found pump connector leaks between the metal pin and white material.

Event description:
The device system was returned without documentation. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.